Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for analysis. Signs of use were observed on the returned catheter. The catheter body also appeared intentionally truncated. Visual inspection of the catheter revealed two small holes in the proximal extension line. The slide clamp was returned clamped over one of those holes. The areas of the extension line where the holes were observed also showed significant stress marks, indicating repeated use of the slide clamps in those locations. The slide clamp was visually inspected for mismatched edges but was observed to have no defects or anomalies. The proximal extension line outer diameter measured 0.09690", which is within the specifications of 0.093-0.097" per product drawing. The proximal extension line inner diameter measured 0.057", which is within the specifications of 0.055-0.059" per product drawing. Functional inspection of the catheter was performed per the instructions-for-use (IFU) provided with this kit, which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal tip of the catheter was occluded, and both extension lines were flushed with a 10ml lab inventory syringe. Water leaked out of the two small holes in the proximal extension line. A manual tug test confirmed both luer hubs were secured to their respective extension lines. R & d engineers were contacted as part of this complaint investigation. They indicated that repeated clamping of the extension lines in the same location would cause stress damage to the tubing and result in tearing. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "warning: open clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Two small holes were observed on the proximal extension line. Stress marks and kinking from the extension line slide clamps were also observed in the same location as the holes, indicating repeated use of the slide clamps. The catheter met all relevant dimensional requirements, and a device history record review based on sales history was performed with no relevant findings. Based on these circumstances, and the comments from r & d, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the "slide clamp cracked the clear portion of the catheter tubing" post insertion. There were no complications for the patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the "slide clamp cracked the clear portion of the catheter tubing" post insertion. There were no complications for the patient.